Event description:
Patient was injected into nasolabial folds and developed swelling at the injection site and allegedly developed delayed swelling at the injection areas. Patient was prescribed anti-inflammatory and antihistamine medications. The fluid was drained from the nasolabial folds areas in 2008.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.